Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# nkn054480v, implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#(B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had a (B)(6) infection. A boil appeared over the connectors with fluid drainage. Antibiotic therapy was administered (B)(6) 2014. The stimulators were noted as in place and no abscess was identified. Laboratory results showed the sample was positive for light growth of (B)(6). Etiology was noted as the lead/extension tract. The event was ongoing and related to the device or therapy and possibly related to the implant procedure.

Event description:
Additional information received reported that the event date was updated to (B)(6) 2014.

Event description:
Additional information received reported that the outcome was resolved without sequelae on 2014-(B)(6).